Event description:
I was having ultherapy performed on my neck and it felt like very painful electric shocks. I had to take several breaks while having the treatment. I've never experienced this kind of pain with previous ultherapy procedures. The transponders turned off and stopped working. The technician got a new pair to finish the treatment. The pain with the new transponders was minimal and much more in line with the pain I felt with previous treatments. I think the first transponders were faulty.